Event description:
It was reported that a trained user discontinued and sought to return the ilet due to fluctuating glucose levels, including reports of overnight insulin delivery perceived as excessive, infusion site leakage, subsequent extreme hyperglycemia after an infusion set change, and marked postprandial hyperglycemia despite using the meal announcement feature; the user declined further troubleshooting or training and reverted to subcutaneous insulin via pen. Symptoms included hyperglycemia up to over 400 mg/dl and hypoglycemia down to 44 mg/dl. Outcomes included self-management with oral carbohydrates for lows and subcutaneous insulin injections for highs, without medical intervention or hospitalization. Investigation included complaint intake, review of user-reported history, and provision of device education and troubleshooting guidance. Investigation of this case revealed no device alarms, no hardware malfunction reported, and that the event was associated with hyperglycemia of unclear cause with contributing user concerns about the device¿s adaptive learning and infusion site performance. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.